Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of ams was observed via a merlin.net transmission. Review of the episode showed low amplitude noise on the atrial channel. Noise was present on the atrial channel. Decreased pacing lead impedance and decrease sensing were noted. Decreasing atrial max sensitivity and further testing to reproduce noise were recommended. Patient is stable and will be monitored with routine follow-up. No further information is available.